Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 109 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had motor error which they were able to clear it successfully. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, no unexpected low battery, weak battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected motor error alarm or prime or fill anomaly noted during testing. Motor passed motor test. (B)(4).